Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels 400 mg/dl and addressed bg level with manual injections. The customer reported that the possible causes of the high bg level was unknown at the time of contacting tandem technical support. During troubleshooting with tandem technical support, it was identified in the pump logs that auto off alarms occurred that would cause basal insulin to be suspended for an extended period. Cts educated the customer about the auto off alarm feature and to check with their healthcare provider before modifying the setting.